Event description:
It was reported that in the CT department the radiology nurse attached the extension set to the angiocath, injected the IV contrast then flushed the line and the tubing separated from the needleless connector and leaked. The customer states there was no patient harm.

Manufacturer narrative:
Additional information provided: d.10 the customer¿s report that the tubing separated from the needleless connector when flushing the line was not confirmed. Visual inspection of the set noted traces of clear fluid within the tubing. There were no other anomalies observed. Functional and pressure testing resulted in no signs of the primary set disconnecting from the extension set¿s needless connector. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that in the CT department the radiology nurse injected the IV contrast and the tubing separated from the needleless connector. The customer states there was no patient harm.